Event description:
It was reported that during right hemi thyroidectomy anesthesiologist stated tube blocked patients airway and needed to redo the int ubation. The procedure was completed with backup product. Patient alive with no injury.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. There was contamination on the outside diameters of the cuff balloon and tube. Additionally, there was surgical tape securing the wire harness and inflation tube to the tube. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation of deflation. There was no deformation in the cuff and the cuff and pilot balloon were manipulated by applying pressure onto both components and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.